Event description:
It was reported that the user accidentally initiated a fill-tubing operation while still connected to the infusion set, delivering approximately 7 units of insulin before stopping. The pump displayed no alerts or alarms, and the user was coached on proper supply change procedures and advised to confirm glucose by fingerstick. No reported symptoms. The user had concern for unintended insulin delivery without acute hypoglycemia, with fingerstick readings of 171 mg/dl and 176 mg/dl within about 25 minutes. Outcomes included pausing insulin as a precaution and completing a full supply change, with guidance to contact customer support for further advice. Investigation included troubleshooting and user education. Investigation of this case revealed that the event was attributable to user error during a supply change while connected, with the infusion set and cartridge functioning as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.